Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose. Customer stated her blood glucose was over 500 mg/dl then and it had been 3 hours and it was 435 mg/dl. Customer¿s blood glucose at time of incident was 526 mg/dl and current value was 501 mg/dl. Customer reported that the following symptoms related to their high blood glucose was nausea. Customer treated high blood glucose with pump only. The drive support cap appears normal. Customer also reported no delivery alarm during bolus. The insulin pump will not be returned for analysis.